Event description:
The lay user/patient called lifescan (lfs) in 2005, and alleged that her meter was set to incorrect unit of measurement. The medical affairs specialist spoke to the patient one day later with the assistance of the language line spanish interpreter and obtained/verified the following information. The patient has owned the meter for 2 years and she has not known how to use the meter correctly. She was unaware that her meter was reading in mmol/l. She reported one result of "8.1" , which she was interpreting as 81 mg/dl, when it was actually 146 mg/dl after conversion. She visited her physician approximately one month ago due to symptoms of blurry vision, headaches, dizziness, and anxiety. Her blood glucose was over 300mg/dl. She was given a new prescription for an oral diabetes medication (name of medication is unknown), not glucose as was originally documented. Prior to the office visit she was taking a different medication. The patient stated that she would have contacted her physician for advice had she been getting higher readings. The code number on the patient's meter was not set correctly. This complaint is being reported because the patient was unaware that the unit of measurement was set incorrectly. There is, however, no evidence of a serious injury because the patient visited her physician and after the patient was evaluated, the physician determined the patient was not severely compromised and did not require immediate treatment. A replacement meter has been sent.